Manufacturer narrative:
The device history record was not reviewed, as the lot # was unk. The sample could not be evaluated, as it remains implanted and functioning as intended. The results of the investigation are inconclusive and the definitive root cause is unk. The IFU for the device sates: potential complications, perforation of the vena cava wall.

Event description:
Pt underwent a CT scan for a kidney abscess due to an earlier biopsy. It was noted during the CT scan that 1 leg of the recovery filter was protruding through the cava wall and approximately 1cm into the aorta. It was reported that this was an incidental finding and the pt had no symptoms associated with the filter.